Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: b5, d9, g3, g6, h2, h3, h6, h10 and concomitant products. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional information received indicated that the introducer was fully seated and secured in the hub. The user was able to torque the device. There was no evidence of physical material within the device. The resistance occurred distal position of the microcatheter. A guidewire had been used successfully with the prowler select prior to the encountered resistance. The replacement stent was the same size as the original one. No excessive force was applied to the devices. Adequate flush was maintained through the devices. There was a prolongation of approximately 3 to 5 minutes due to the event. The physician did not feel the prolongation of the procedure was clinically significant. Complaint conclusion: as reported by the field, during stent implantation after balloon dilation of intracranial ophthalmic artery intersection stenosis, the stent of an enterprise stent delivery system (4.5mmd 22mml with no distal tip) couldn¿t cross through a 150/5cm prowler select plus microcatheter (606s255x, 30355890) to deploy when the stent body reached the target cerebral position. The stent deployed in the microcatheter (mc) when the physician withdrew the stent system. The physician switched to a new stent of the same size and microcatheter to complete the procedure. There was a prolongation of approximately 3 to 5 minutes due to the event. The physician did not feel the prolongation of the procedure was clinically significant. A photo was provided for this complaint. Additional information received indicated that the introducer was fully seated and secured in the hub. The user was able to torque the device. There was no evidence of physical material within the device. The resistance occurred distal position of the microcatheter. A guidewire had been used successfully with the prowler select prior to the encountered resistance. No excessive force was applied to the devices. Adequate flush was maintained through the devices. Based on photo analysis of the enterprise received, no apparent damage could be appreciated in the picture. Only a part of the device and the outer box was shown. The EU ent4.5mmd 22mml wno dstl tp could be noted coiled inside of the package. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5708441. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non-sterile unit EU ent4.5mmd 22mml wno dstl tp was received inside of a pouch. The device was inspected, and it was noted that only the delivery wire was returned for evaluation, it was inspected, and it was found in good normal conditions. The prowler select plus 150/5cm was inspected to verify if the stent of the EU ent4.5mmd 22mml wno dstl tp was stuck inside it, however, the stent was not found inside on it. The functional analysis could not be performed due to only the delivery wire was returned for evaluation. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. The complaint reported by the customer ¿delivery wire - impeded in microcatheter with loss of cerebral target position¿ could not be evaluated since during the analysis it was noted that only the delivery wire was returned for evaluation and it was found in good normal conditions. Based on these findings, the customer complaint cannot be confirmed. Also, there is no evidence that the detach condition of the stent was originated in the microcatheter since the prowler select plus 150/5cm was inspected and the stent was not found inside of it. The complaint reported by the customer ¿stent - deployment difficulty-premature/in microcatheter¿ was confirmed since during the analysis it was noted that the stent was returned detached from the rest of the device in good conditions, however, there is no evidence that the detached condition of the stent was originated in the microcatheter since the prowler select plus 150/5cm was inspected and the stent was not found inside on it. Neither the analysis nor the DHR suggests that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. Premature stent deployment in microcatheter is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on photo analysis, no apparent damage could be appreciated in the picture. Only a part of the device and the outer box was shown. The EU ent4.5mmd 22mml wno dstl tp could be noted coiled inside of the package. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5708441. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported condition ¿stent deployment difficulty-premature/in microcatheter¿ could not be evaluated based on the picture. The reported condition ¿delivery wire- impeded in microcatheter with loss of cerebral target position¿ could not be evaluated based on the picture. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. Further investigation will be performed if the device returns for analysis. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00068.

Event description:
As reported by the field, during stent implantation after balloon dilation of intracranial ophthalmic artery intersection stenosis, the stent of an enterprise stent delivery system (4.5mmd 22mml with no distal tip) couldn't cross through a 150/5cm prowler select plus microcatheter (606s255x, 30355890) to deploy when the stent body reached the target cerebral position. The stent deployed in the microcatheter (mc) when the physician withdrew the stent system. The physician switched to a new stent and microcatheter to complete the procedure. A photo was provided for this complaint.